Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend of a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Caller said the battery was replaced because therapy stopped working after six months of use. Caller note the patient met with the healthcare provider (hcp) and manufacture representatives (rep) several times and both reps commented that there could be an issue with the lead after they checked the device. Caller noted the patient was is a severe diabetic and because her a1c levels were off, the hcp didn't want to perform surgery until those levels were normal. Consumer commented that at first it was going to be a system revision, but during the procedure, it was determined that the issue could have been the battery. No device issue was reported and no further patient complications have been reported as a result of this event.